Event description:
Per dentist, worked on crown prep on pt's tooth #18. Dr noted he was advised after procedure that pt reported receiving burns (3rd degree with blistering) on cheek and tongue. No treatment was given in office. Pt took otc pain medications. Dentist stated that pt missed work 2-3 days due to injury. During initial contact with importer, dr noted that handpiece used was not running rough, sounding loud or vibrating during use. Item was purchased 5/18/2004. No record of svc by (B) (4) svc dept until device returned for 'overheating'.